Manufacturer narrative:
Additional information was received that there was no evidence of cutaneous burning injury. The physician did not suspect device malfunction. The patient underwent an explant procedure. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced pain that was aggravated by stimulation. The pain caused burning and spasm from the waist down. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50, serial # (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient experienced pain that was aggravated by stimulation. The pain caused burning and spasm from the waist down. The patient will undergo an explant procedure.